Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the post on the journey 1 poly broke; revision surgery was conducted as a result. Per the complaint details, a revision was performed due to a ¿ji poly broke¿. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event; however, no injury was reported. The patient impact beyond the reported post breakage and revision could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip hemiarthroplasty, patient developed an infection. A revision surgery was performed to explant the ball head. The patient outcome is unknown.